Event description:
During the call, the autopulse platform (sn (B)(4) was used on a 63-year-old male patient in cardiopulmonary arrest. The manual CPR was performed by the responding agency for the duration of 10 minutes prior to use of autopulse. The patient was placed on the autopulse platform and the compressions were continued by the device for 30 minutes during the transport to the hospital. Upon arrival, the hospital staff paused the platform, and the platform displayed "system error, out of service, revert to manual CPR" error message when restarted. The manual CPR was immediately performed on the patient for an unknown period of time. However, rosc was not achieved and the patient was pronounced dead at the hospital.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the damaged processor board as a result of wear and tear of the platform. Upon visual inspection, unrelated to the reported complaint, observed sticky shaft and no other physical damage was noticed. The autopulse platform is a reusable device and was manufactured in 2010 and is 9 years old, passed the expected service life of five years. Therefore, this type of problem found during the evaluation is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of system error, user advisory (ua) 139 (unable to hold compression position) on the reported complaint date. The processor board needs to be replaced to remedy the system error. Unrelated to the reported complaint, the platform displayed ua17 (max motor on time exceeded during active operation) error message during functional testing. The drive train motor brake gap was out of specification. Performed the drive train motor brake gap adjustment and the brake gap was successfully re-adjusted. A run-in test was performed using the 95% patient large resuscitation test fixture (lrtf) using known-good test batteries until discharged without any fault or error. A drive train motor brake gap inspection was performed and verified the gap was held within the specification. Upon customer approval, the damaged part will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform (sn (B)(4)) used on an (B)(6) years old male patient with cardiopulmonary arrest, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message when the user restarted the platform after a pause. The manual CPR was immediately performed on the patient for 10 minutes. The rosc was not achieved and the patient was pronounced dead at the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During transportation to the hospital, the autopulse platform (sn (B)(4)) was used to treat a (B)(6) year old male patient with cardiopulmonary arrest. Approximately 30 minutes later, during use in the hospital, the hospital staff paused the platform, and the platform displayed "system error, out of service, revert to manual CPR" when restarted. The manual CPR was immediately performed on the patient for about 10 minutes. However, rosc was not achieved and the patient was pronounced dead at the hospital.